Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Event description:
It was reported that patient is experiencing pain, instability, and swelling. Anti-inflammatories, icing and elevation were prescribed.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of x-rays provided. Device history record (DHR) was reviewed and no discrepancies were found.

Manufacturer narrative:
(B)(4). Medical product- oxford cementless femoral component catalog# 161474 lot# r2409862a, oxford cementless tibial component catalog# us166576 lot# r3511128a. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2017 - 00305, 3002806535 - 2017 - 00306, 3002806535 - 2017 - 00307.

Event description:
It was reported that patient is experiencing pain, instability, and swelling. Anti-inflammatories, icing and elevation were prescribed. Attempts have been made and additional information on the reported event is unavailable.